Event description:
It was reported that the metal cap of fiber fell off, outside of the patient, when removed from the scope. The procedure was completed utilizing another of the same device with no clinical consequences to the patient.